Event description:
Patient reported left-side "pain in arm and breast," "deflated," and "pinhole residue in implant". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, and "pinhole residue in implant."